Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cranial application froze during 3d image creation and planning. The system was restarted and the issue was resolved. It has occurred more than once.